Manufacturer narrative:
The treatment tip used in the event was not returned for evaluation and the product information is unknown. According to both thermage flx and cpt user manuals, burns are a known possible reaction to treatment. The procedure may produce heating in the upper layers of the skin, causing burns and subsequent blister and scab formation. There is a small chance of scar formation. Application of topical steroidal or antibiotic preparations may be of benefit. In the rare instance of a burn that results in a scar, the scar will probably be very small and respond readily to removal with a laser device. No solta serial/lot number was reported for this event therefore it was not able to be determined if the treatment tip used in the event was a thermage cpt or flx tip. The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Due to the lack of information provided and no product returned for evaluation, no causal factors can be determined and no conclusions can be drawn. No corrective action is required.

Event description:
A patient reported that a user facility performed a thermage treatment on them and they experienced a burn. The patient''s status and outcome are unknown. Attempts were made to gather additional details regarding the event date, outcome, and provider from the patient, but the patient refused to provide any more information.